Event description:
The pt had a carotid endarterectomy procedure with a 0.8cm x 8cm vascu-guard patch implanted on (B)(6) 2011. Later that evening, it was noted that the pt could not use her left arm but the right arm and both legs functioned normally. The doctor ordered a CT scan which did not show any bleeding in the brain. The doctor decided to take the pt back to surgery and found a thrombus at the vascu-guard patch site. The vascu-guard patch was removed and replaced with a saphenous vein. The pt remained hospitalized for at least 3 more days and was doing well at that time.

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met specifications at the time of MFR.